Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician deployed a taxus express2 8.8% 3.0 x32 mm drug eluting stent. While trying to withdraw the balloon from the deployed stent there was resistance. The guide catheter was deep seated into the stent. The stent delivery system was removed as a unit and the stent remained in position. The physician then deployed a taxus 3.0 x 8 mm stent. Again, the physician felt resistance trying to withdraw the balloon from the stent. The guide catheter was deep seated to the stent and the stent delivery system was removed as a unit. The stent remained in position. No pt injuries or complications were reported.